Event description:
Customer called to report cracked reservoir compartment, motor error alarms and unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Motor passed motor test. Unit was received with intermittent button response due to moisture damage on the keypad trace. Unit had cracked battery tube threads and broken belt clip slot.